Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced air in line alarm the cause was identified to be out of specification ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device experienced air in line alarm. The problem happened upon power up at the emergency room last (B)(6) 2020. No additional information is available.